Event description:
Two still angio images during implant were reviewed. The post-implant images shows that the connecting bar is severely bent between the 3rd-4th most distal stents. It appears that the physician has the c-bar placed on the inside of the thoracic aorta curve, rather than on the outside curvature which likely caused this bend to occur. The c-bar orientation may have created a localized bulge of the c-bar, which may have caused the delivery system to catch on the c-bar and led to the mis-positioning of the stent graft.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation, results: (unknown cause of event), evaluation, conclusion: (unknown cause of event).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology has not yet been reported. It was reported that after implanting the talent captivia stent graft, upon removal, the delivery system got caught on the c-bar causing a repositioning of the stent graft. The physician was able to remove the delivery system. Due to the unknown cause of entanglement with the c bar the physician chose not to balloon. Graft integrity was reported intact. No clinical sequelae were reported, and the patient is fine.